Manufacturer narrative:
Lifescan has requested, the return of the subject lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultrasoft lancing device has loose cap that falls off. The patient has not been able to use his lfs lancing device since 2007. According to the patient, he has not been able to obtain blood glucose readings due to the reported issue. After the issue began, the patient has had various symptoms of high and low glucose described as "tired, hungry, jitter, and shaky." The patient did not take any action in regards to diabetes treatment and did not require medical intervention. The patient was not test with any other meter. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, blood glucose test results on the day of symptoms, and recent medication changes. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient allegedly developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.